Manufacturer narrative:
Insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was monitored for several days. No unexpected beeps, vibrating or alarms noted.

Event description:
Customer reported that the insulin pump has been vibrating. Customer stated that the insulin pump vibrates three times every two hours and when he checks the display by pressing act it does not say anything. The insulin pump is being replaced. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.